Manufacturer narrative:
Since the device is not available for evaluation, it is not possible to determine the cause of the reported event. No other events of this type have been reported on this product lot. The vast majority of events of this type involve the needle being bent during the procedure causing the needle to break when restraightened. Often if an introducer is used and if the bent needle is pulled back through it, this will also cause the needle to restraighten and break.

Event description:
Patient moved during needle placement for spinal anesthesia. Needle removed from spine, approx 4-5 cm of needle remained in patient. Surgical intervention to remove broken needle under fluoroscopy.